Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,urge symptoms, pain with intercourse, leaks much better, decreased urge. Post void residual (pvr) 5 cc (B)(4) - irritative void symptoms, pain with intercourse. Pvr 10 cc - painful palpable prolene post cystocele - urine culture positive for group d enterococcus - plan for cystoscopy, cut out suture knot under anesthesia - prescribed cipro.underwent cystoscopy, removal of suture vaginal vault.doing well, no suture or pain.